Event description:
It was reported that the lead was fractured and impedances of greater than 20,000 ohms were measured on contact one. No reprogramming was required since electrode eight was used for stimulation. The patient was doing very well and both the patient and their healthcare professional (hcp) were satisfied with therapy. The hcp stated that the patient¿s tremor was gone in their left arm and slightly noticeable in their right arm. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No symptoms or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).